Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. No visual abnormalities were noted. No discoloration or particulate material was noted on the distal end of the instrument. The instrument was evaluated for electrical conductivity; proper conductivity was observed both in normal position and in reticulate position. The rotation knob functioned properly, and the jaws opened and closed grasping test media without difficulty. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. There were no adverse patient events reported as a result of the alleged event. Should new information become available, the file will be re-opened and reassessed at that time.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, before a laparoscopic choledocholithotomy, a doctor confirmed that the jaws of the shaft could not be interlocked properly. Opened another. No patient involved.